Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 55 units of insulin. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose was 165 mg/dl. Customer declined troubleshooting with tandem technical support.